Manufacturer narrative:
Based on the limited information provided at this time, no conclusions can be made. A review of the manufacturing records was performed and found that the lot was manufactured to specification. The patient's attorney did not allege a specific device failure or patient injury and medical records were limited to the patient's implant operative report and implant tracking log only. If/when additional information is provided, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following is based on medical records provided by the patient's attorney: (B)(6) 2004 - the patient was diagnosed with stress urinary incontinence (sui), sliding urethrocele, cystocele and underwent an anterior colporrhaphy with implant of a bard/davol flat mesh and a non bard/davol sparc retropubic mesh followed by cystoscopy. Per the implant operative report, the sparc tape was then attached to the sparc needles, and the tape was elevated, providing a sling for the ureterovesical junction. A right angled clamp was used to provide appropriate traction as the tape was placed. Using mersilene mesh (davol flat mesh), vicryl suture was used to attach the left edges of mersilene mesh (davol flat mesh) up to the vesicovaginal fascia on the patient's left side and then on the right side. The patient's attorney alleges unspecified adverse patient outcomes associated with use of device.